Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient experienced discomfort at the ipg site. The patient underwent a revision wherein the ipg was moved and replaced per preference. The patient was doing well after the procedure.